Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed in the archive data and during functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the age of the device. The autopulse platform was manufactured in august 2007 and is over 16 years old, well beyond its expected service life of 5 years. Visual inspection revealed a damaged top cover and front enclosure, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was heavily scratched with a vertical crack going through one of its screw fittings. The top cover had scratch marks. One of the head restraint wires showed signs of fraying, and the other head restraint wire was detached from the platform. Cut head restraint wires do not render the autopulse platform non-functional. In addition, the UDI product label was worn out and difficult to read, as it was scratched and worn at multiple locations. The observed physical damages are likely attributed to user mishandling and/or normal wear and tear. The top cover, front enclosure, and the UDI label were all replaced to address the observed problems. Archive data review showed the occurrence of system error - 71 (motor drive train command issue) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation findings determined that the root cause of the system error was the failed processor board, which was replaced to remedy the fault. Further inspection revealed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Unrelated to the reported complaint, it was also noted that the shaft lock plunger was worn out, attributed to wear and tear. The impact of the noted issue was not severe enough to make the platform non-functional. The worn-out shaft lock plunger was replaced to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**